Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot did identify a slight increase in complaint activity for lot 70286ud00; however, no related trends were identified regarding commonalities for complaint lot number and issue. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. In-house accuracy testing was completed using a retained kit of complaint lot 70286ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total -hcg reagent lot 70286ud00 was identified.

Event description:
The customer reported a false positive alinity I total b-hcg result on a 33-yr old female patient. The following results were provided: (B)(6) g2025 sid (B)(6) = 64.24 / <2.30 / <2.30 iu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive alinity I total b-hcg result on a 33-yr old female patient. The following results were provided: on (B)(6) 2025: sid (B)(6) = 64.24 / <2.30 / <2.30 iu/l. No impact to patient management was reported.